Manufacturer narrative:
The ge representative conducted an onsite investigation. The s-ram card was replaced and re-configured. The system was tested and operates as intended.

Event description:
The customer reported that the c-arm would lock up. No pt injury was reported.